Event description:
It was reported that the customer received an excessive no delivery alarm from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The product was returned. Nothing further was reported.

Manufacturer narrative:
Excessive no delivery alarm after battery change due to a broken solder joint. The test blood glucose meter communicates properly to the pump. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked battery tube threads. (B)(4).